Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device went black, and the ventilation stopped during use. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was inspected on site by dräger service and the circuit board pba m48.3 was identified as faulty. The affected circuit board was made available for further investigation. Other than initially reported, the affected device is the babylog vn800, serial no. (B)(6). The investigation confirmed that the device had completely lost its function due to a persistent component failure on printed board assembly pba m48.3. Hardware analysis showed that the internal voltage supply had failed and the printed circuit board pba m48.3 was getting inoperable resulting to a complete loss of function of the ventilator. In case of a complete loss of function of the ventilator, the ventilation stops and the safety valve opens automatically to the ambient allowing the patient for spontaneous breathing. The screen turns black and the secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device went black, and the ventilation stopped during use. There were no health consequences for the patient reported.